Manufacturer narrative:
The initial reporter number is (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the trapezoid rx basket was passed down the scope. However, upon attempting to crush the stone, the metal part of the basket that is inserted in the handle at the level of the grasp broke. Reportedly, the patient was scheduled for surgery for an unknown reason. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.